Manufacturer narrative:
This report is being filed due to an alleged fire event. This report is being filled out of an abundance of caution. Product return was requested but not received so far.

Event description:
A spouse via phone stated that there was a small fire in their bathroom last night and the only electrical device there was their husbands oral-b toothbrush, type 3756 (product lot: bf618427). No injury was reported.